Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes, reports an event in (B)(6) as follows: it was reported that, on (B)(6) 2019, surgeon, while setting up the synframe noticed that the synframe guide rod was not properly holding the blade. The procedure completed successfully without any delay as the surgeon used another guide rod from the set for the remainder of the case. No impact to the patient. Concomitant device reported: unknown blade (part# unknown, lot# unknown, quantity# unknown). This complaint involves one (1) device. This report is for one (1) synframe guide rod w/adjust-clamp f/soft. This is report 1 of 1 for (B)(4).